Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that they are not sure if it was working. Patient said that the "number" was the same and they do not feel any difference. Patient said that they never changed the intensity of their device but they do no feel any stimulation. Patient said that they implant charge was still at 80% for about last 2-3 weeks. Patient was currently in group a with therapy on and battery levels of controller at 90% and ins at 80%. Agent redirected patient to hcp to further address the concern. Patient said that they will contact and added that they will have a future appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.